Event description:
It was reported that pump displayed malfunction code 9 with fault ID 9-0x20f1 and that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset malfunction code, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if any malfunction code appeared again.